Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the navigation system would complete the task when in the english language portion of the application software. It was reported that all other functions on the navigation system were successful and could be performed.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system restarted without prompt from the user. The reported issue occurred when attempting to create a surgeon profile on the system. It was reported that each attempt to create a profile resulted in the reported issue. There was no patient present when this issue was identified. No additional information was provided.